Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device would not mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) seven times as documented in the repair reports in (B)(4). The last repair was (B)(6) 2016 where it was reported that the device needed maintenance and calibration and the roller, worn bushings, worn side plates, damaged comb, and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the comb, roller, and side plates were damaged. The pretest could not be performed due to the damaged comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, and damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the pre-testing could not be performed due to the bent comb. The root cause of the device not meshing was due to the bent comb. A bent comb could result in less than optimal mesh pattern and cause further damage to the device. The issue was resolved with the replaced roller, worn bushings, worn side plates, and damaged comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device would not mesh. No adverse events have been reported as a result of this malfunction.